Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21029635. Medical device expiration date: 2024-02-19. Device manufacture date: 2021-02-19. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 largebore 8 inch ext vlv was clogged. The following information was provided by the initial reporter: " it was reported by the customer that the smartsite extension sets are not flushing. "

Event description:
It was reported that 3 largebore 8 inch ext vlv was clogged. The following information was provided by the initial reporter: " it was reported by the customer that the smartsite extension sets are not flushing. "

Manufacturer narrative:
H6: investigation summary: two samples (model #20059e) were returned by the customer. It was reported that the smartsite extension sets are not flushing. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of one sample was open and that sample was able to be flushed. The failure was unable to be replicated in this sample. The fluid path of one sample was not open and was unable to be flushed. The customer complaint can be verified in this sample. A device history record review for model 20059e lot number 21029635 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2021. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. Following a small number of similar reports, bd has conducted an in-depth investigation of the to identify any potential contributing factors for occlusions of this nature in the needle-free connector (smartsite). CAPA 1998036 has been initiated. The investigation has determined that a potential contributor for the occlusion could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.